Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that during the night of (B)(6) 2022 the infusion device gave an occlusion error/alert message. The customer experienced elevated blood glucose levels, and changed the transfer set, cannula, and cartridge. After changing the accessories the customer administered a bolus of 4iu and went back to sleep. Upon waking up on (B)(6) 2022 the customer's blood glucose level was even higher. At this time the customer administered a bolus of 10 iu, however blood glucose levels did not decrease. The customer alleged that she must have had another occlusion and that the infusion device failed to provide the occlusion error or alert message. At this time the customer called an ambulance and was transferred to the hospital. Upon arrival at the hospital, the customer's blood glucose result was over 600 mg/dl and she was treated with 5 units of insulin via pen therapy and an insulin infusion. At the time of the report the customer was still hospitalized, it is unknown when they will be discharged.